Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # l54y8j. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a low anterior resection (lar) procedure, the surgeon used device to anastomose the rectum. The surgeon fired the device but found that the device cut the tissue but did not deploy any staple. There was no staple seen in the surgical field. The surgeon immediately used another device to anastomose the rectum at a new position next to the first cut line. The patient is in stable condition now. The post-op care did not change. There were no adverse consequences for the patient.